Event description:
During evaluation of a cassette there was leakage found in the cassette sheeting. There was no patient involvement.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.the device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a leak was confirmed during the sample evaluation; however, no root cause could be determined. The lot number was unknown, therfore no batch review could be performed. A visual inspection was performed with no issues noted. Functional tests (self test & priming) and clear passage test were performed. Leakage was observed on the cassette sheeting. This issue is being investigated through CAPA.